Manufacturer narrative:
Device was picked up same day but a field technician and the device was returned to the u.s. Service facility in livingston, tn. The device log file was provided immediatly provided to the quality department for review. Review of the log files identified that the device stopped working on (B)(6) 2023 at 8:54am et (local) while supplying 20ppm no. Battery level was at 99.9% for the whole therapy indicating the device was plugged . Therapy started on (B)(6) 2023 at 11:04am et (local) with at dose of 40ppm no. Does was lowered to 20ppm at 4:06pm et (local) and then again to 10ppm at 9:41pm et (local). Based on further reduction of no does to 5ppm (12:56am et on (B)(6) 2023), patient is suspected of being weaned off no. Dose was increased to 20ppm at 7:54am et - 1 hour before the device log file stops. A low cylinder alarm occurred at 8:15am et and was cleared by the user following cylinder replacement - according to the log file. In a following a prior therapy on a different patient on (B)(6) 2022, the log file indicates the device was incorrectly shutdown following a therapy. The last calibration of the device was on (B)(6) 2022 with the customer missing the weekly calibration on multiple occasions. There were three other therapies prior to this event that had no issues with the third therapy just before the one related to this event (occuring from (B)(6) 2023 to (B)(6) 2023). Service records for the device were reviewed and show the unit had a control board replaced back in 2020. Since then only regular preventive maintenance servicing of the device has been perfromed. On return to the service center the device was visually inspected and evaluated through all standard testing procedures. The device successfully passed all testing in accordance with the manufacturer's service instructions. The device was put into delivery mode and allowed to run for 4 days with out failure or alarm. Device has been placed in quarantine and not returned to service until cleared by manufacturer.

Event description:
Healthcare professional at atrium health cmc main contacted linde stating a noxboxi device shut off while on a patient. It was described by the reporter that the patient was in the cvicu on an optiflow 30l/30% fio2 with nitric oxide therapy started at 20 ppm on (B)(6) 2023 at 1240 using a noxboxi device. The current diagnosis includes non-rheumatic mitral valve stenosis with insufficiency. At 1120 the bedside rn noticed the pa pressures were alarming on another device and indicated that the screen on the noxboxi device was dark. The bedside rt was contacted. The reporter indicated they did not know how long the device was off but did confirm the power cord was connected, plugged into a wall outlet, and secure. It was noted that the pa pressures were elevated during the time off ino (no specific levels were provided by the customer). At that point, they swapped the device out, and the pa pressures returned to baseline. No injury to the patient was reported.